Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review: transmitter error found in the log within the investigation window. The customer complaint was confirmed because a transmitter failure error was found in the log. The reported event of a failed transmitter error was confirmed. The root cause cannot be determine.